Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. Transseptal access was difficult due to a rotated heart. During the transseptal puncture, a small effusion was noted. The effusion remained stable so the mitraclip procedure proceeded. The steerable guide catheter (sgc) and mitraclip were inserted. During maneuvering, the patient's blood pressure became low. Effusion was reevaluated, and a significant posterior effusion was observed that was compressing the left atrium. Pericardiocentesis was performed. After the drain, the patient returned to normal hemodynamics. The mitraclip was then placed on the valve, reducing mr to grade 1. The procedure was completed with the patient in stable condition and pericardial drain in place.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion and cardiac tamponade were unable to be determined. The reported patient effects of pericardial effusion and cardiac tamponade, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.